Event description:
During a procedure on a lcx cto lesion, the patient suffered a dissection in the distal vessel, became hemodynamically unstable and required acls protocol. The procedure was on a calcified lcx cto lesion and that the crossboss catheter did track past the lesion via the true lumen with some difficulty, employing numerous guidewires (including the pilot 200 and fielder xt guidewires) and multiple guidewire maneuvers. The crossboss was removed and the vessel was prepared for stent deployment using multiple inflations at unknown atms with a 1.5 and 2.0 mm dilatation balloons. At this time, a small dissection was noted in the distal vessel, a stent was deployed (unknown size at unknown atms) to cover the dissection. Upon inflation of the balloon on the stent delivery system the patient's b/p dropped significantly and the patient became hemodynamically unstable requiring acls protocols to stabilize. The procedure was stopped and the patient was discharged from the cath lab in stable condition. Dr. Sharp felt that the patient suffered a vagal response that resulted in the decrease of his/her b/p.

Manufacturer narrative:
It was reported to (B)(4), field clinical specialist for boston scientific, who was present at the procedure, that the patient had remained stable post-procedure and overnight.